Event description:
It was reported that this right ventricular lead was successfully repositioned due to experiencing dislodgement and exhibiting loss of capture. The lead remains in service. No further adverse patient effects were reported.